Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly performed due to the discovered air leak. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series operation manual "3.8 inspection of the endoscopic system" shows how to prevent the event. ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance of the evis lucera elite colonovideoscope, the scope angulation wheel was loose. Upon inspection and testing of the customer returned device, foreign material white crystallized contamination which believed to be an infacol (simethicone) was found clogged in the scope air/water channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses fail chipped, light cover glasses adhesive fail worn, optical cover glass fail chipped, optical cover glass adhesive fail worn, distal end adhesive fail worn, - insertion tube - condition fail stained, aspiration housing fail coloured ring worn, switch condition fail worn, illumination fail uneven illumination, up/down/left/right angle fail not to specification, up/down/left/right angle play fail play evident, water removal fail not to specification, electrical safety test fail not to specification, and automated air leak test fail leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.